Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bridge to transplant and underwent a transplant.

Event description:
Additional information: it was reported that there were no device issues and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient's reported transplant, as well as a direct relationship to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was noted that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this